Event description:
Pt reported that pt's meter/lab comparison results were 130 mg/dl (ss) versus 170 mg/dl (lab), respectively. Tests were done 5-10 minutes apart. Control solution test reading (116) was in range (95-142). No symptoms were reported. Lfs rep reviewed qc procedures with pt. There was no allegation of harm.